Event description:
The pt experienced his "nervous system firing constantly" all over his body after the explant of his implantable neurostimulator (ins). He had reconstructive bladder surgery after the ins was removed. The pt stated that he had seven ins implants in the past (B)(6). It is not possible to follow up on this event and no additional info is expected. See manufacturer's reports # 3007566237-2011-03861, 3007566237-2011-03862, 3007566237-2011-03863, 3007566237-2011-03864, 3007566237-2011-03865, and 3007566237-2011-03866 for the previous six devices.

Manufacturer narrative:
(B)(4).